Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) consultant recommended device replacement. Additional information was received, stating that the physician elected to not replace the device due to the patient condition at this time. The patient is on remote monitor. No adverse patient effects were reported.